Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information requested from the complainant confirming the quantity of product affected. Upon receipt of this information additional reports may be required. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported one dressing in a box of ten has a brown spot on it. The complainant described the brown as "dirty" on the dressing. No photo was provided. The product was not used.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Additional information was received on october 24, 2018 informing that ¿all ten products had varying degrees of dirty spots¿.